Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (citrobacter freundii) had a high mic (false resistance) for the drug ertapenem. The user verified the final result as susceptible to ertapenem using e-test strip. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, 031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (citrobacter freundii) had a high mic (false resistance) for the drug ertapenem. The user verified the final result as susceptible to ertapenem using e-test strip. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) results with citrobacter freundii when using phoenix panel nmic-306 (catalog number 449292) batch number 5091300. The customer provided phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch were inoculated with in house isolate citrobacter freundii enf 19115 to observe for etp mic results. Next, retention panels from the complaint batch and control panels were inoculated with in house isolate citrobacter freundii enf 19115 to observe for etp mic results. The investigation returned all panels with satisfactory etp mic results; therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. For further review, complaints due to this defect across this material (#449292) were reviewed and there are no trends associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.